Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported the symptom of an anaphylactic reaction and an invisalign product was being used.

Event description:
The patient reported symptoms of an anaphylactic reaction, redness, sores, and swollen lips. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6)2021 and the patient is currently asymptomatic. The treating doctor shared the potential root cause could have been an anaphylactic reaction.